Event description:
It was reported that the abutment screw fractured. Doctor was able to remove the fractured part from the implant.

Manufacturer narrative:
Zimvie complaint number (B)(4): a1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D4: additional device information unknown / not provided. D9: device availability unknown / not provided. H4: device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H11: additional narrative. Zimvie did not receive one (1) item gentek® retaining screw, tsv®/trabecular metal®, for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, and risk management file (rmf). DHR and complaint history review could not be performed, as the lot number is not available. Zfx quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file, the most likely root cause determined from the investigation was sudden breakage after overtorqing of the screwdriver. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d3: email adress e: initial reporter g1: contact office - first/given name, last name and email address g1: contact office - manufacturer site - email address g3: date received by manufacturer g6: type of report h2: follow up type.

Event description:
No further event information is available at the time of this report.